Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with 90% stenosis, heavy calcification and no tortuosity. A 6french (fr) guide extension catheter was inserted and pre-dilatation was performed using a balloon. The 3.5x33mm xience xpedition stent delivery system (sds) was difficult to advance and upon removal, resistance was noted. The whole system was gradually pulled out and it was found to be stuck in the guide extension catheter. The distal portion of the stent was noted to be kinked. Another 3.5x23mm xience skypoint stent and non-abbott stent were used to complete the procedure. There was no adverse patient effect. Although there was reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.